Event description:
Pulmonetic systems, inc. Received the following report. Unit is going into hi pressure alarm condition then low pressure alarm and autocycles. Unable to stabilize unit. Tried using multiple circuits and test lungs.